Event description:
The following was reported to hamilton medical ag: during the process of using an invasive ventilator during tracheal intubation, the patient experienced a sudden failure of the ventilator and an alarm indicating the failure of the safety pressure valve, which automatically shut down, causing a sharp decrease in the patient's blood oxygen saturation and posing a serious threat to the patient's life safety. The doctor and nurse on duty immediately replaced the ventilator and allowed the patient to use the ventilator again for assisted breathing in the shortest possible time. The blood oxygen gradually returned to normal range, remained stable, and the dangerous situation was relieved. Hospital analysis: during normal use, sudden malfunctions and automatic shutdowns are unforeseeable and belong to product reasons.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during the process of using an invasive ventilator during tracheal intubation, the patient experienced a sudden failure of the ventilator and an alarm indicating the failure of the safety pressure valve, which automatically shut down, causing a sharp decrease in the patient's blood oxygen saturation and posing a serious threat to the patient's life safety. The doctor and nurse on duty immediately replaced the ventilator and allowed the patient to use the ventilator again for assisted breathing in the shortest possible time. The blood oxygen gradually returned to normal range, remained stable, and the dangerous situation was relieved. Hospital analysis: during normal use, sudden malfunctions and automatic shutdowns are unforeseeable and belong to product reasons.